Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie had broken. The field service engineer (fse) confirmed upon arrival that recovery and pocket replacement had already been completed by a customer with higher access permissions. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer cubie was broken. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.